Event description:
The patient is pursuing a product liability claim. It was reported that an unknown winterthur hip was implanted on (B)(6) 2007. The patient suffers from damages due to plasma release of cobalt and chromium on the part of the hip prosthesis.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to the fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).